Event description:
Vague written report received from baxter states that the reservoir ruptured, however, "it is unknown if rupture happened at the end of the filling procedure or during usage on the patient." Reporter states device contained sodium chloride 0.9% and it is "unknown, if 5fu was already added!" Reporter states that no patient injury occurred and no medical intervention was required as a result of the reported condition. Per reporter no additional information is available.